Manufacturer narrative:
The device was not returned for analysis. Pictures were supplied, and medical review was conducted. The guide was broken at the end of the guide tube and held together by the actuator wire. Based on the information reviewed a conclusive cause for the difficulties cannot be determined. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. The guide was broken at the end of the quide tube and held together by the actuator wire. Generally, breaks occur here due to the angle of insertion (steep) in reference to the vessel tract, a narrow vessel, or twisting of the device with the foot open, or an angle change (side to side) with the device in the vessel is possible when manipulating the device for removal. In this case, it is possible, the guide cracked or broke during insertion, then separated with deployment inducing the retraction difficulty due to a entanglement with the sutures and the open foot. The entrapment of the device is a symptom of the open foot and separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) repair procedure. A first proglide device was successfully pre-placed. While attempting to pre-place a second proglide device, the mechanism failed during step 3 as the suture wouldn't exit, this resulted in entrapment. While in the patient, the guide separated near the footplate. Surgical intervention was performed to remove the entrapped device; vessel damage was also noted to be caused by the second proglide device. The first proglide suture was intentionally removed from the anatomy and it was confirmed there were no issues with this device. The sheath was then upsized to 14f and the aaa repair procedure was completed. After the procedure, the vessel damage was repaired via surgical tapes [surgical intervention] and hemostasis was achieved via surgical intervention. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.